Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, the pt reported that 2-3 days ago the cartridge plunger remained attached to the piston rod of her insulin infusion device. She stated she did not notice any condensation at that time but did so today. She was instructed to dry the chamber with a cotton swab. She said there was condensation under the piston rod base plate that she could not reach. She was advised to allow her device to air dry for 24 hours. The pt was assisted with switching to her backup infusion device. On follow up on (B)(6) 2010, the pt stated there is no condensation in the chamber and she switched back to her primary device with no further issues. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party address the issue. No product will be returned for evaluation.